Event description:
Not enough room; on (B)(6) 2020 preferred (B)(4). An inspan device manufactured and sold by inspan llc was being implanted. Upon "locking of the instrument" the tool used to lock the device reached near failure. At the time kingsley chin (owner of inspan) and his clinical partner instructed me to retrieve a new tool from another location in fear that the tool on hand would fail. This would have resulted in the patient being anesthetized for an additional minimum of 2 hours. While going to go retrieve the new tool I was called and told that they were in fact able to complete the procedure with the tool on hand. FDA safety report ID # (B)(4).